Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.00mm x 8mm nc emerge® balloon catheter was advanced for dilation but failed to cross the lesion. However, when the balloon was initially inflated at 16 atmospheres for 10 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a 2.0x15 emerge balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 9mm longitudinal tear in the balloon wall. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. The reported information indicates the device was inflated to 16 atm; therefore, there is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4). Tw #: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.00mm x 8mm nc emerge® balloon catheter was advanced for dilation but failed to cross the lesion. However, when the balloon was initially inflated at 16 atmospheres for 10 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a 2.0x15 emerge balloon catheter. No patient complications were reported and the patient's status was stable.